Event description:
Per information provided: ni-ni-ni ¿ patient underwent periumbilical hernia repair with implant of kugel mesh (device 1). (Note: there is no op notes, product identifier provided in this medical record). (B)(6) 2016 ¿ patient was diagnosed with incarcerated incisional hernia thereby underwent open repair with implant of ventrio st mesh (device 2). Per operative notes, ¿an oval ventrio st mesh (device 2) was placed in the preperitoneal space and sutured.¿ (B)(6) 2016 ¿ patient was diagnosed with recurrent incarcerated incisional hernia, thereby underwent laparoscopic repair with removal of kugel mesh (device 1). Per operative notes, ¿the base of the mesentery appeared thickened and scarred. A large preperitoneal ventrio st mesh was encountered and free of small bowel adhesions. The previously placed kugel mesh in the periumbilical region had folded on itself and between the ventrio and kugel mesh. The kugel mesh was removed (device 1). The fascia and divided ventrio st mesh (device 2) was then reapproximated.¿ (B)(6) 2017 ¿ patient was diagnosed with multiple recurrent ventral incisional hernia thereby underwent laparoscopic repair with removal of ventrio st mesh (device 2) and an implant of ventralex mesh (device 3). Per operative notes, ¿adhesions were lysed. A couple of areas of vascularized omentum was stuck to the mesh (device 2) were taken down. The defect was measured, and ventralex mesh (device 3) was placed and tacked.¿

Manufacturer narrative:
Root cause is inconclusive; no conclusion can be made as to the extent to which the implant may have caused or contributed to the patient's postoperative course. This MDR represents the kugel patch (device 1). An additional supplemental emdr was submitted to represent the ventrio st mesh (device 2). Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.